Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: b3 . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: information from customer service: damaged package, in pictures looks like shipping box is fine, product package damaged. The product was not returned to depuy synthes, however photos were provided for review. See attachment [img_4281, img_4282]. The photo investigation revealed that the outer packaging was damaged, the film and cardboard of the box was punctured, confirming the reported allegation. It is suspected that main cause for this type of damage could be for transport/storage, however a rood cause cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail amt collar size 12 would contribute to the complained device issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: corail amt collar size 12 product code: 3l92502 lot number: 5680326 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: corail amt collar size 12 product code: 3l92502 lot number: 5680326 and no non-conformances or manufacturing irregularities were identified.

Event description:
It was reported that the product package is damaged. In pictures looks like shipping box is fine, product package damaged.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : information from customer service: damaged package, in pictures looks like shipping box is fine, product package damaged. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the outer packaging was damaged, the film and cardboard of the box was punctured, confirming the reported allegation. It is suspected that main cause for this type of damage could be for transport/storage, however a rood cause cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail amt collar size 12 would contribute to the complained device issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: corail amt collar size 12 product code: 3l92502 lot number: 5680326 and no non-conformances or manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product description: corail amt collar size 12 product code: 3l92502 lot number: 5680326 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: information from customer service: damaged package, in pictures looks like shipping box is fine, product package damaged. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the outer implant box was perforated with a small visible hole on the front side. Additionally the shrink-wrap plastic was damaged. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves j&j medtech orthopaedics control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of j&j medtech orthopaedics control. A manufacturing record evaluation was performed for the finished device product description: corail amt collar size 12 product code: 3l92502 lot number: 5680326 and no non-conformances or manufacturing irregularities were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the corail amt collar size 12 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: corail amt collar size 12 product code: 3l92502 lot number: 5680326 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: corail amt collar size 12 product code: 3l92502 lot number: 5680326 and no non-conformances or manufacturing irregularities were identified. Corrected: h3.